Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (damaged) issue. The display on the animas pump reportedly is crack and blank. The patient was riding his bike and fell. The pump is being returned for investigation. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/25/2013 with the following findings: during testing, the display screen was found to have visible cracks and remained blank when the pump was powered on. A test screen was inserted and was found to function properly with no signs of fading or discoloration. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.